Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a rotator cuff procedure, the anchor of the q-fix suture did not get deployed. The procedure was completed with a s+n back-up device in an additionally drilled bone hole. No significant delay was reported, and no patient injury or further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation of the device showed the sutures were still threaded through the device and hanging from the handle. The anchor is inside the deployment rod. The inner driver is not fully extended since the cleat is not protruding from the end of the handle. No damage is visible to the device. Bio debris is present. A functional evaluation showed the ratchet handle will move forward, which extends the cleat to outside the handle, and backwards, which moves the cleat inside the handle. The anchor doesn't move. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact is the reported failed anchor deployment, requiring and additional drilled bone hole. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use or torsion during deployment. No containment or corrective actions are recommended at this time.